Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and two three-way stopcocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 30 cm and 85 cm proximal from the catheter tip. No packaging or introducer was returned. Attached non-edwards contamination shield was removed for evaluation. The catheter was found to have an interlumen leak in the catheter body at 102 cm proximal from the catheter tip between the distal lumen and the optical fiber lumen. No leakage was found from the catheter tip. The proximal injectate lumen was patent without any leakage or occlusion. The catheter body was kinked at 42 cm proximal from the catheter tip and was slightly collapsed at 82.5 cm proximal from the catheter tip. The collapsed area was the same as the attached non-edwards contamination shield connector. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the catheter body, balloon, or returned syringe was observed. Balloon inflation testing was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report was confirmed. Customer report of leakage observed from the tip of the optical fiber was not confirmed, however, leakage from the optical module connector was observed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that leakage was observed from the tip of the optical fiber when the customer attempted to flush an infusion lumen with saline during use. There were no patient complications reported.